Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "long-term durability of ceramic tri-condylar knee implants: a minimum 15-year follow-up" written by shinichiro nakamura, md, phd, hiromu ito, md, phd, kenji nakamura, md, shinichi kuriyama, md, phd, moritoshi furu, md, phd, and shuichi matsuda, md, phd published by the journal of arthroplasty 32 (2017) 1874e1879 published in 2017 was reviewed. The article's purpose was to evaluate the clinical and radiological outcomes, and to assess the long-term durability of a ceramic tri-condylar implant. Depuy products utilized: cmw-1 bone cement utilized on all components and all components were non-depuy implants. Adverse events: infection treated with revision, aseptic loosening of femoral component, athrofibrosis treated by arthroscopic manipulation.